Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 200+ mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked and detached end cap. The functional tests could not be completed due to the cracked and detached end cap. The insulin pump was also received with cosmetic damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.